Event description:
The customer reported that the image on the mag was grainy and the subtraction function was intermittent. Also the system was very slow, there was a delay on the touch screen, and there was a burn in on the screen. Additionally the images were slow to pull from the directory. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the hard drive and reloaded version 29 software. The system operates as intended.